Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) heard beep tones and had their device checked. The right atrial (ra) lead exhibited a sudden increase in impedance greater than 3000 ohms, an increase in threshold and loss of capture. An x-ray was performed, and lead fracture was not confirmed. The device was reprogrammed. No adverse patient effects were reported. This ra lead remains in service.